Event description:
This is a report of a home patient (hp) who re-used supplies while being connected to the homechoice. It was reported that when attempting to end therapy, the nurse started therapy reusing the same supplies. The patient was still connected and the new therapy had proceeded through initial drain. Technical service representative assisted in ending therapy. The patient would perform a manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product during the initial drain stage. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. If any relevant information is obtained from that review, a supplemental report will be submitted.